Event description:
It was reported that the device was in use with patient for infusion of remodulin for treatment of pulmonary arterial hypertension. The reporter stated the patient called to report shortness of breath and was concerned device was not infusing the full dose. Reporter stated the patient was counseled over the phone and their physician was informed. No adverse effects reported.